Event description:
The pt's meter had a clean test area (cta) message. The pt did not report any blood glucose results on the meter. Pt did not report any symptoms or adverse event. A test strip holder and new battery were sent to the pt. Pt was advised to call customer service when pt would have received these items to continue troubleshooting the meter.